Event description:
It was reported that the device was ¿not keeping the time¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log was reviewed with no findings provided. Functional testing was able to replicate the reported issue. The root cause was determined to be the clock battery of the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.